Manufacturer narrative:
A full lead was returned for analysis. Electrical testing, visual and x-ray inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. There were no patient consequences.